Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a leak through the tubing at pinch valve vl53b and an erratic scatter on the latron. The fse replaced the tubing and the instrument ran without any leaks, the light scatter pre amp was also replaced to resolve the latron issue. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. The leak was from the front right compartment on the instrument. The volume of the leak was less than 10 ml and was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.